Event description:
Complainant stated that the temperature probe and cover separated from the baby and created a "temperature event". If the probe and cover are separated from the patient, it can cause the temperature sensor to read the lower ambient temperatures, which then in turn, increases the temperature within the incubator, as it believes the patient is too cold. Complainant also stated that he and the clinical staff believe that the adhesive separated from the patient because they were using very high levels of humidity in the incubator, and did not necessarily believe it was the fault of the device. Complainant declined to provide any details regarding the patient status or any medical procedures that may have been a result of the device failure, but only to state that there was no death associated with the incident. There have been no recent complaints for either devices, and no other complaints for the lot numbers associated with these devices. Lot number of the temperature probe, catalog code 232, is p-13879. Lot number of the temperature probe cover, catalog code 120, is 070920. The complainant listed the temperature probe as the suspect device, but it appears that it was the probe cover that was the device that malfunctioned.